Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that when the patient is lying down at night the stimulation is so strong she has to turn it off at night. The patient stated when lying down the stimulation is too much where she had to turn the stimulation off because it will not lower. Patient stated when lying down the stimulation goes to 7.8v. The patient stated when she tries to lower the stimulation it will not lower.